Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed a 'system error, out of service, revert to manual CPR' error message was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the drive train motor brake assembly air gap was out of specification, and not adjustable. The defective drive train motor needs to be replaced to address the system error, likely attributed to the defective component. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the archive data showed a system error, user advisory (ua) 139 (unable to hold compression position) around the customer's reported event date; thus, confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. Further review of the archive data showed a (ua) 02 (compression tracking error) and (ua) 17 (max motor on time exceeded during active operation) error messages, unrelated to the customer reported complaint. Based on the archive data files, the (ua) 02 and (ua) 17 errors were cleared by the customer. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was out of specification, which caused the (ua) 139 error. The (ua) 17 and (ua) 02 messages observed in the archive was not reproduced during the functional testing. The brake gap could not be adjusted and continued to open out of specification. This was determined to be the root cause of the system error, and (ua) 17 error. The brake gap could not be adjusted due to the defective drivetrain motor assembly, which needs to be replaced to remedy the faults. A load cell characterization test was performed to determine the potential root cause of the (ua) 02 and confirmed that both cell modules function within the specification. Therefore the defective drive train motor could be the possible root cause for the intermittent (ua) 02 error messages observed in the archive data review. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).